Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo, the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo, and the inner and outer insulation were kinked/buckled.

Event description:
It was further reported that that the patient's right ventricular (rv) lead had a confirmed fracture and high pacing impedance. Reprogramming was performed to turn off all alerts and detections. Approximately sixteen months later, the rv lead was replaced. An insulation breach was seen when the pocket was opened, and both oversensing and undersensing were noted. The rv lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient stated they were "shocked 6 times inappropriately within minutes". The device and the right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.